Event description:
The customer reported that the unit is giving a 35 volt failure the customer replaced power management board and the motor controller board per customer support recommendation. The noted failure can result in a shutdown of the ventilator during use in normal ventilation mode. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.